Manufacturer narrative:
Follow-up report submitted to document device results. H3 other text: device not returned.

Event description:
The manufacturer sales representative reported that a component of the device detached during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that a component of the device detached during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.